Event description:
Info received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician found the hi/low drive assembly was dirty. The tech cleaned, degreased and properly lubricated the drive to repair the bed.